Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during bypass surgery, the right ventricular (rv) lead had low pacing impedance and low sensing measurements. A lead replacement will be considered, and the lead remains in use. No patient complications have been reported as a result of this event.